Event description:
It was reported that the insulin pump buttons were unresponsive. Customer changed the battery and it did not work. No blood glucose reading provided. Customer had to discontinue to use the insulin pump and followed medical prescription for insulin shots until replacement arrives. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.